Event description:
It was reported that the ventilator had a leakage. There was no patient harm reported. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturers ref: #(B)(4).

Manufacturer narrative:
It was reported that the ventilators connector was leaking. No further information was provided as the call was canceled by the customer. No further issues have been reported regarding the reported connector leaking. The root cause to the reported issue could not be established by this investigation. H3 other text : 4119.